Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 5.0, lab: 2.5. Customer called in to report two inratio meters that have been producing results that do not closely coincide with lab inr's. All testing performed on the same box of strips. Customer stated that the discrepant results (all discrepant highs according to caller) have occurred with over ten pts, using both analyzers, however the caller could only provide one data set and did not known which analyzer out of the two the results were rendered from. Customer did not know any pt details (i.e. Medications/disease states/chronic medical conditions/ therapeutic range) for any of the pts involved in discrepancies, including the pt tested last week whose results she reported.